Event description:
It was reported that the stent delivery system was difficult to remove. An 8.0-21 mm carotid wallstent was selected for use. The treatment area involved the internal carotid artery. After stent deployment, resistance was encountered when removing the delivery system. The device was ultimately removed without issue and the procedure completed. There were no abnormalities in the device's appearance before use, flushing was continuous, and no shaping was present.